Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 154 mg/dl. The customer stated that he had been running for the past 3 weeks and that the device may have been exposed to sweat. He observed that there were uncontrolled scrolling numbers and that the buttons were unresponsive prior to the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up or frozen display noted. The device had minor scratched lcd window and cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.